Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted on 12/27, and leakage was found from the catheter on 1/7.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. It was observed that the device was correctly assembled upon the return of the device. Narrowing of the catheter was observed at the proximal end of the catheter going into the two-piece connector. A tactile evaluation of the returned groshong catheter revealed significant tensile weakness proximal to the 37 cm depth marker. A functional test of attempting to infuse water into the catheter with water using a 12 ml syringe revealed a leak at the proximal end of the catheter where it attached to the two-piece connector. A microscopic observation of the returned catheter shaft revealed a circumferential split at the 38 cm depth marking after taking the catheter connector apart carefully. The fracture surface of the split appeared granular with sharp, uneven fracture edges. Circumferential marks were observed along the catheter shaft from the proximal end of the catheter to the 37 cm depth marking. These marks were observed to be in the location of the tensile weakness. The root cause of this failure was determined to be related to these pulling forces along the catheter causing small splits in the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.